Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had no symptoms related to the event other than pain and bruising from the fall. They noticed that their stimulator was not working so they turned it off. They had not done anything to resolve the stimulator issues as they had other health issues going on at the time and wanted to deal with those first.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n251252, implanted: (B)(6) 2012, product type: adapter. Product ID: 3888-28, lot# l39131, implanted: (B)(6) 1996, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).

Event description:
The patient reported that it stopped working following a fall in (B)(6) 2014. Relevant medical history included other chronic/intract pain (trunk/limbs) and spinal pain. Follow-up was performed to determine what symptoms the patient experienced and what had been done to address the event.